Manufacturer narrative:
The t:slim pump user guide states: always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time was inaccurate on the pump. Reportedly, the customer had incorrectly entered the time when adjusting for daylight savings. The customer's blood glucose level was 400 mg/dl. Tandem technical support assisted the customer with adjusting the time setting.